Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges he had one arm on the arm rest and he was leaning forward to pant his leg and allegedly the bolt and back of armrest turn buckle that adjust the height of the arm rest allegedly broke and the end user allegedly fell out onto the floor.